Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump functioned properly and all operating currents are within specification. The insulin pump passed displacement and self tests. No unexpected blank display noted during testing. The insulin pump was received with minor scratched window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a blank display screen. Customer's blood glucose level at the time 145 mg/dl. Advised insulin pump would be replaced. No further information was provided.